Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that approximately five years post placement in the right internal jugular vein the catheter allegedly ruptured. Reportedly, the distal end of the catheter migrated to the heart cavity and was removed. The current patient status is unknown.

Event description:
It was reported that approximately five years post placement in the right internal jugular vein the catheter allegedly ruptured. Reportedly, the distal end of the catheter migrated to the heart cavity and was removed. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Per the lot history review, this is the only complaint reported for this lot number and issue to date. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged broken/migrated catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include pinch off, chemical degradation, and flexural fatigue; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.